Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastrointestinal/pelvic floor patient reported poor communication screen. During troubleshooting, patient confirmed that the antenna was secured and synced with ins but poor communication was not resolved. Patient placed patient programmer directly over the ins and synced, but it still did not resolve and the patient was transfer to repair. Patient also reported that they were still having accidents and that initially it was not as bad but that it had been getting bad again. When patient programmer was connected to ins, it showed stimulation was off at 0.0 and no additional programs but patient stated they thought they were originally programmed at 1.5 and had not used the patient programmer at all since implant. The programming showed the upper limit at 0.0 and the patient was unable to increase stimulation. Patient was directed to see their health care profession. No further complications were noted or anticipated